Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump where the reservoir was placed was broken and the ring pops out so it does not hold the reservoir. The customer¿s blood glucose level was unknown. It is unknown if the device will be returned for analysis.